Event description:
It was reported the device was explanted after an implant duration of approximately 109.87 months. Through follow-up with the health-care provider, it was learned that the device was explanted due to aortic stenosis and regurgitation.

Manufacturer narrative:
Device not returned. This information was learned through implant patient registry. Through follow-up with the health-care provider, additional information and the operative report were received. The device history record (DHR) review was completed, and there was no nonconformance found related to this event.